Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment:incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 628432, 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and ectopic pregnancy. Concurrent conditions included asthma and anxiety. Concomitant products included baclofen, bupropion, cyanocobalamin-tannin complex (b12), fexofenadine (allegra), gabapentin, hydroxyzine, naratriptan, topiramate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In june 2009, the patient experienced swelling face ("face and eyes would swell up"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), perineal pain ("perineal pain"), back pain ("back pain") and eye swelling ("face and eyes would swell up"). In july 2009, the patient experienced mood swings ("mood swings") and weight increased ("weight gain"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and visual impairment ("vision problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on 13aug2014 via hysterectomy with unilateral salpingectomy - (right salpingectomy).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swelling face, weight increased, perineal pain and eye swelling had resolved, the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, anxiety and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye swelling, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, swelling face, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs, historical condition, historical drug, were added. Updated suspect drug indication. Events: mood swings, vaginal bleeding, menorrhagia, face and eyes would swell up, bladder infection, vaginal infection, apareunia, depression, bladder disorder, urinary problems, migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, vision problem, fatigue, weight gain, perineal pain, abnormal bleeding, anxiety, back pain and abdominal pain added, event onset date was added, event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and ectopic pregnancy. Concurrent conditions included asthma, anxiety and allergy. Concomitant products included baclofen, bupropion, cyanocobalamin-tannin complex (b12), fexofenadine (allegra), gabapentin, hydroxyzine, naratriptan, topiramate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced swelling face ("face and eyes would swell up"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), perineal pain ("perineal pain"), back pain ("back pain") and eye swelling ("face and eyes would swell up"). In (B)(6) 2009, the patient experienced mood swings ("mood swings") and weight increased ("weight gain"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision problem") and eye disorder ("eye problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and pruritus ("face itching"). The patient was treated with surgery (hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swelling face, weight increased, perineal pain and eye swelling had resolved, the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, anxiety, back pain, pruritus and eye disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, eye swelling, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pruritus, swelling face, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, ectopic pregnancy, kidney infection and allergic rhinitis. Concurrent conditions included asthma, anxiety, allergy and constipation. Concomitant products included baclofen, bupropion, fexofenadine hydrochloride (allegra), gabapentin, hydrocodone bitartrate;paracetamol (norco), hydroxyzine, naratriptan, topiramate and vitamin b12 nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced swelling face ("face and eyes would swell up"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), perineal pain ("perineal pain"), back pain ("back pain") and eye swelling ("face and eyes would swell up"). In 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced mood swings ("mood swings") and was found to have weight increased ("weight gain"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision problem") and eye disorder ("eye problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), pruritus ("face itching") and rash ("rashes"). The patient was treated with surgery (hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swelling face, weight increased, perineal pain and eye swelling had resolved, the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, anxiety, back pain, pruritus, eye disorder and rash outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, eye swelling, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pruritus, rash, swelling face, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 163.8 lb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, back pain abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. Reporter information added. Event : rashes added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 628432, 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and ectopic pregnancy. Concurrent conditions included asthma, anxiety and allergy. Concomitant products included baclofen, bupropion, cyanocobalamin-tannin complex (b12), fexofenadine (allegra), gabapentin, hydroxyzine, naratriptan, topiramate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced swelling face ("face and eyes would swell up"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), perineal pain ("perineal pain"), back pain ("back pain") and eye swelling ("face and eyes would swell up"). In (B)(6) 2009, the patient experienced mood swings ("mood swings") and weight increased ("weight gain"). In 2010, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision problem") and eye disorder ("eye problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), abdominal pain ("abdominal pain") and pruritus ("face itching"). The patient was treated with surgery (hysterectomy with right salpingectomy). Essure was removed on(B)(6) 2014. At the time of the report, the pelvic pain, swelling face, weight increased, perineal pain and eye swelling had resolved, the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, anxiety and back pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, eye swelling, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, pruritus, swelling face, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history and events-face itching, eye problem were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.